Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation finding of electrode detached. Block h11: the orise proknife was returned for analysis, and a visual analysis found the electrode had detached from the device and was not returned. As a result, functional testing could not be performed. Based on all available information, the cause for the reported event of electrode failure to extend cannot be established. The electrode was detached and was not returned. Electrode detached is likely due to procedural factors, such as the length of time used, power settings required, handling technique, and/or tissue composition. Therefore, the most probable root cause for the problem found is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the needle was unable to be extended after approximately 1.5 hours of use. Another of the same device was used to complete the procedure. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation finding of electrode detached. Please see block h11 for full investigation details.